Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the up arrow and ok buttons responded appropriately. During investigation, there was evidence of contamination found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and cleaned it with wet cotton balls. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.